Event description:
Doctor reported that he treated a pt who was paralyzed with infuse bone graft. Approx 2 months post op at routine office visit, the doctor reported that pt had an "epidural ossification." The pt is experiencing no symptoms as a result of the alleged "epidural ossification". Co is attempting to gather more information, including medical records and x-rays. It is unknown if the preoperative paralysis had any influence on the reported event.